Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a high glucose notification while using the ilet system and subsequently discovered an empty insulin cartridge, after which long-acting insulin (lantus) and additional manual insulin injections were administered; the family inquired about reconnecting to the system, and they were advised to contact their healthcare provider due to recent long-acting insulin use. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting. Investigation included review of device alerts and troubleshooting records. Investigation of this case revealed a depleted insulin cartridge associated with a high glucose alert on the ilet, with no report of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.